Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that noise was noted on the rv channel through the device. When the generator was explanted, blood was seen in the header. The device was at end of life.

Manufacturer narrative:
The reported noise was not confirmed in the laboratory. The device was tested on the automated test equipment and no anomalies were detected. Based on the device's parameters, it is within expected longevity performance. The power consumption of the device was measured and found to be normal.